Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece overheated several minutes after starting to work on a craniotomy procedure for a brain tumor. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. The hcp confirmed that this was not the initial use of the device. There was no troubleshooting done to resolve the device issue. The device had contact with the patient but there was no patient injury; therefore, no intervention was performed or planned. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported issue of not working and overheating was not confirmed since the device passed temperature test during inspection, however, abnormal sound was confirmed on the device. Overhaul was performed. The parts including bearing were replaced. It was confirmed that the product worked normally at the final checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that the device was not working and had an error message as well.